Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemia event while using the ilet bionic pancreas in conjunction with a dexcom g7 cgm, with a lowest recorded glucose of 47 mg/dl and an unclear cause; the user self-treated with oral carbohydrates including juice, candy, and food, and customer support arranged additional training and a transfer to clinical management for education and troubleshooting. Symptoms included hypoglycemia. Outcomes included recovery after carbohydrate intake without hospitalization. Investigation included customer support review, verification that the glucose was treated and trending upward, and referral for clinical management training regarding ilet use. Investigation of this case revealed no device malfunction reported and no confirmed device component issue, with the event attributed to unclear factors affecting glucose levels. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.